Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. A non-medtronic sheath and stylette were loaded on the de vice. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion exhibiting 85% stenosis located in the distal left anterior descending (lad) artery. Both devices were inspected with no issues noted. Negative prep was performed for both devices without issue. The lesion was pre-dilated. Both devices did not pass through a previously deployed stent. Resistance was encountered when advancing both devices however excessive force was not used during delivery. It was reported that stent deformation occurred to both devices in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related with regard to both devices. The patient is reported to be alive with no injury.